Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance exhibited only when the pacemaker was connected with the lead. Outside testing of the lead showed normal impedance whenever disconnected from the device. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.